Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on the current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. Medical records were received from the customer on 05/24/2011. (B)(4).

Event description:
A consumer reported blurred near vision following bilateral intraocular lens (iol) implant surgeries. Medical records were requested and received from the consumer. According to the medical records, the consumer had corneal relaxing incisions (cri) performed following her iol implant procedures on both eyes. The consumer reported her vision being blurry when reading following the cri procedures. The consumer also reported seeing concentric circles around lights following the implant procedure on the fellow eye. The consumer reported no improvement in her near vision following cri procedures on both eyes. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.